Event description:
Pt experienced increased stimulation when going through security detectors. Hcp stated pt reported reported event over the phone but did not keep follow-up appointment, no pt injury. The device is used for therapeutic treatment and is located in the dorsal thoracic epidural space. No report of device explantation.